Event description:
The vortex mixer used in the event became extremely hot during mixing and kept automatically shutting off (digital vortex genie 2 model #si-a236amp serial #(B)(6)). Proper mixing of the lava device is integral for its intended use. Blackswan vascular, inc. Is not the manufacturer of the vortex mixer but did provide the mixer to the customer.

Manufacturer narrative:
The event did not involve death or serious injury and it was confirmed that lava was mixed on the vortex mixer for the full 20 minutes as indicated on the IFU. Blackswan vascular, inc. Is not the manufacturer of the vortex mixer but did provide the mixer to the customer. Proper mixing of the lava device is integral for its intended use. This MDR has been filed out of an abundance of caution due to the potential for serious injury should the lava device not be properly mixed. Note, type of investigation code 4113 is applicable to the vortex mixer, which is not manufactured by blackswan vascular, inc. The code does not apply to the lava liquid embolic system kit.